Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. It was also received with moisture damage on the motor, keypad, battery tube and vibrator assembly. Device had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump fell in water and stopped working. Blood glucose value was 6.2 mmol/l. The insulin pump was replaced and returned for analysis.